Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed the image got lines on the screen and then went out when the cable was flexed and moved. The baton was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, if the cable was moved the display went out. A delay in the procedure of unknown duration occurred while a back-up cobalt 3-4 was obtained. No harm to patient or user was reported.